Event description:
A home patient contacted baxter technical service center regarding a system error 2240 alarm received during the initial drain cycle of her automated peritoneal dialysis therapy. Reportedly, the home patient initiated the initial drain cycle prior to connecting her transfer set to the patient line of the homechoice set. After noting this, the home patient proceeded with connecting herself to the setup. Baxter's technical service center assisted the home patient in ending therapy early. The home patient set up with new supplies to complete her therapy. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to their patient at-home guide for further guidance.